Event description:
Customer reported that the alarm has power, yet when an attempt is made to press the power button to turn the light off, the alarm remains on. No visible damage to the outside of the alarm reported. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product revealed one battery spring has corrosion due to battery leakage. Also there is battery leakage residual inside the battery compartment. The moisture indicator label is missing. The power button has pin holes. Therefore the power button does not power off the unit when it is pressed. There is a single clicking noise each time the tone is changed and pressure is applied to the sensor. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a patient and each time before leaving the patient unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on. Remove batteries when storing the alarm for an extended period to prevent depleting the batteries and potential corrosion. The sitter ii is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. After each incident, you must verify that the unit is working properly. (B)(4).